Manufacturer narrative:
Additional information was received that significant aortic insufficiency was noted after implant of the first valve. Mild aortic re gurgitation remained after implant of the second valve. (B)(4).

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported valve position that required reintervention could possibly be related to patient anatomy and/or implant technique. Potential factors that can influence implant position include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel and compliance of the aorta and native vessels. Per the instructions for use (IFU), conduction disturbances are a potential procedural complication and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances and certain medications (i.e. Beta blockers, calcium channel blockers). In this case, the exact cause of the reported clinical observation cannot be confirmed. Patient death is an inherent risk when the patient condition is such that a valve replacement is needed to sustain cardiac function, and it can occur despite an ideal implant procedure and device functionality. From the available information the death was due to multi-organ failure and ventricular tachycardia. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. (B)(6).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause for the high valve position cannot be determined. There were no allegations regarding a device malfunction of either the delivery catheter system (dcs) or the valve. Based on the event description, it is likely that the valve position was the cause of the paravalvular leak (pvl); however, a conclusive cause could not be determined from the limited information available. Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. The issue was improved through the implant of a second valve, resulting in mild aortic regurgitation (ar). Ar can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild ar has minimal impact on the patient and is generally deemed an acceptable residual condition. No other adverse effects were reported. The cause of the hypotension and arrhythmias was unable to be determined, as no dissection, perforation, or coronary occlusion were noted. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. It was reported the patient received a stent but it was not reported where it was placed and what it was treating. From the available information, it appears the patient never fully recovered from the implant procedure, though the cause of the distress post-procedure is unknown. There are no allegations of a device malfunction leading to patient death.

Manufacturer narrative:
Additional information was received that the significant aortic insufficiency noted after implant of this valve was moderate paraval vular leak (pvl). (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve at 0-2mm depth, it appeared that the right side of the valve had tilted up. A second valve was implanted at 6-9mm depth. Following implant, hypotension and arrhythmias were noted. Cardiopulmonary resuscitation (CPR) and cardiopulmonary bypass (cpb) was initiated. Angiography confirmed coronary flow was adequate, however a coronary stent was placed. Angiography also confirmed there was no perforation or dissection and the valve was functioning normally. The patient's condition did not improve and extracorporeal membrane oxygenation (ECMO) and ventilator support were initiated. Additional information was received that four days post-implant, complete heart block was noted and the temporary pacing wires (manufacturer unknown) were not capturing. A permanent pacemaker was implanted. Subsequently it was reported that two stents were placed. It also was reported that the patient passed away five days post-implant due to multi-organ failure and ventricular tachycardia. No autopsy was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.